Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens, a model zmb00, 19.5 diopter was explanted and replaced with a larger diopter lens, a 20.5 diopter, the same model lens. The reason for the explant was not provided. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens (iol) was explanted due to visual issues. Reportedly there was no incision enlargement, no vitrectomy performed, no sutures used and no patient injury post-op. The following code has been added to evaluation codes. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.